Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a false downstream occlusion alarm. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. The event history logs showed multiple high alarms displayed: downstream occlusion. Functional testing was performed. The cause of the issue is an intermittent dso sensor. The dso sensor and dso seal were replaced.